Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms were noted or unexpected no delivery alarms. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners. The pump was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 426 mg/dl. The customer stated that she rewound and the motor error occurred. The customer stated that she received a no delivery first then the motor error. The customer was disconnected during the call.